Event description:
Per PICC nurse: cannulated the vessel, median antecubical possibly cephalic access. Proceeded with dilation and guidewire insertion. Unable to pass the wire through the shoulder area. When removing the guidewrie, felt some resistance. Using firm gentle traction, removed the remainder of the guidewire. Foreign substance on wire. Thought the wire had elonglated but it measured 35 cm. Further examine indicated the material was a portion of the vein. Tourniquet applied for control of vascular bleeding. Transferred to x-ray. No bleeding detected. Surgeon excised and ligated the remainder of the vein. Patient is stable. PICC nurse is distressed. Sent information regarding venous spasm in the instructions for use.